Manufacturer narrative:
The account replaced the switches on both siderails to repair the bed.

Event description:
The account alleged when the bed is plugged in the head section runs down continuously.